Manufacturer narrative:
On (B)(6) 2014, intuitive surgical, inc. Spoke to isi clinical sales rep to obtain additional information regarding reported complaint. She indicated that while the mcs instrument was being used, customer noted a hole in the tip cover and they tried to remove the instrument. Customer is not aware of any arcing or if any energy escaped out. There was no allegation of patient harm, adverse outcome or injury. She was made aware of this complaint on (B)(6) 2014 by hospital employee. On (B)(6) 2014, intuitive surgical, inc. Contacted the hospital employee and she indicated that they did not observe any energy escape out or any arcing during procedure. They were using a bipolar instrument at the same time. When the instruments were removed (mcs and bipolar), there was a burning smell coming from the tip of the mcs instrument. The tip cover was torn; a hole was seen in the gray area of the tip cover. It did not look like it was burnt. They also noticed that the orange insulation on the monopolar curved scissors (mcs) instrument was broken and peeling off. There was no patient injury and nothing fell into the patient. The or manager indicated that the instrument and the tip cover will not be returned. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following: intuitive surgical, inc. Contacted the customer and it was indicated that the tip cover accessory was torn during a da vinci hysterectomy procedure, a hole was seen in the gray area and there was a burning smell coming from the tip of the monopolar curved scissors instrument. The tip cover will not be returned. There was no allegation of harm, adverse event or injury to the patient.

Event description:
It was reported that during a da vinci hysterectomy procedure, a hole was noted in the insulation of the tip cover accessory. Customer was not able to get the instrument out of the trocar during the procedure. Had to take the whole trocar out of the patient. After taking out the trocar, they were able to take out the instrument. The instrument smelled like electrical. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.